Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service order (fso) was cancelled because the customer decided to return the system. Although the complaint was not confirmed by failure analysis since the system was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had to finish the case with one eye. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.